Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted, possibly non-malignant pain and failed back surgery syndrome. It was reported that sometime between 2002 and 2003, the patient's pump overdosed her 5 times. It was defective and was removed, per the patient. The patient reported she got up to go to the bathroom and her went above her head and she fell on the floor. The person she was with heard the pump "do 5 rotations" and then it emptied out all the medicine into her body. The patient stated it did this 5 times. The patient stated they removed the pump and she did ask for it back. The patient said the healthcare provider (hcp) had to put the next pump in above her first incision because they could not put it in the same place. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.